Manufacturer narrative:
(B)(4), no product allegation. Eval, conclusion: based on the complaint history, the root cause of the event was a surgeon's preference. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was returned in liquid, it was split, one piece was torn off and a piece of a haptic was torn off and missing. (B)(4).

Event description:
It was reported that as the surgeon started to insert a cc4204a collamer plate lens before decided on a different power. There was pt contact but the lens was not implanted. The reporter stated, the incident was a surgeon's choice and there was not a problem with the lens.